Event description:
"Client reported a leak at the distal tip (closest to the pt) of the IV line while a chemo drug was infusing. It was originally thought that the connection to the catheter was not secure. They are now wondering if the set had a crack which caused the leak."

Event description:
Additional info was received from the abbott affiliate (abbott canada). The chemotherapy vincristine and adriamycin were infusing through the pt's PICC line at the time of the tubing leak. The tubing was changed when the leak occurred and the area around the chemotherapy leak was cleaned according to the customer's chemotherapy spill protocol.